Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported by the caretaker (non-medical professional) that the patient received a notification on his phone that his readings were low, but couldn't recall the actual value. The patient did not experience any symptoms prior to and/or at the time of the event. It was not documented whether the bg was checked. When the grandparent saw it, she immediately called 911. On the way to the hospital, the bg by ems was 500 mg/dl and the egv at that time was not documented. When they reached the hospital the bg was almost 700 mg/dl and the egv at that time was not documented. The asymptomatic hyperglycemia was treated with IV saline and an unremembered medication to correct the hyperglycemia. The length of stay in the hospital was not specified. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.